Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences reported after the changes were made.

Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences.